Event description:
Customer reportedly obtained results of 585mg/dl and 200mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. No strip information provided. No information given to indicate where comparison was performed. Requested return of suspect device, however, strips are unavailable for return. Advantage test system: meter, test strip lot/exp/cat unknown.

Manufacturer narrative:
Suspect device: comfort curve test strips.